Event description:
It was reported that when connected to a ventilator during patient treatment, the compressor went into standby mode and an alarm for low pressure was generated. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4): the investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The drainage valve was replaced and the compressor was returned to service after successful functional testing. The drainage valve was visually inspected and electrically evaluated, no deviations were found. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The drainage valve worked as intended, the reported issue was not reproduced. If the compressor goes into standby it may lead to stop of ventilation. Alarms will be generated on the ventilator and on the compressor if the pressure is too low. The root cause for the reported issue has not been determined.

Event description:
(B)(4).